Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The investigation and the review of the event demonstrated that the event can be now classified as non-reportable. The issue occurred during ventilation. Never the less, the event did not cause or contributed to a death or serious injury. The device was investigated. The log files reveal the ventilator intermittently alarms with "exhalation obstructed" during ventilation. The root cause of the event was a defective expiratory valve assembly. After replacement of the expiratory valve assembly the device was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: biomed reported that unit alarmed exhalation obstructed (6-20 07:13) looking through the error logs the unit had multply issues beofre the exhalation obstructed occurred. A check flow sensor tubing occurred at (6-20 05:53) no patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed reported that unit alarmed exhalation obstructed (6-20 07:13) looking through the error logs the unit had multply issues beofre the exhalation obstructed occurred. A check flow sensor tubing occurred at (6-20 05:53) no patient harm.